Event description:
It was reported that the device displayed error code 41786. There was no patient involvement, as the event occurred before infusion. Investigation later confirmed error code and also found the downstream occlusion (dso) seal was delaminated in multiple locations, which could indicate that the integrity of the seal was compromised.

Manufacturer narrative:
One device was returned for analysis of complaint of error code 41786. No service history was found within last twelve months. Unable to view event log due to error code. Visual and functional testing was performed. Found the downstream occlusion (dso) seal was delaminated in multiple locations. Pump failed power up test. Probable cause of error code was defective printed wire assembly (pwa) board. The pwa board and the dso seal were replaced. Device passed testing post repair.